Event description:
It was reported to philips that could not do fluoroscopy. The clinical use of the system was in use. There was no harm reported to philips.

Manufacturer narrative:
A philips remote service engineer (rse) inspected the system remotely and confirmed the system was working as intended. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).